Manufacturer narrative:
Product evaluation: service and repair could not verify ¿not stimulating¿; however, the cable clips and wave washers were bent. This would not have affected the functionality of the device. Replaced wave washer and clips. The item was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim patient interface was not stimulating pre-operatively. There was no patient impact.